Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10l11035 and h10k22075 with no defects noted. The cause of the peritonitis was use error - poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient who did not clean the exchange area before starting pd and peritonitis with culture positive for (B)(6) coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the patient reported the following. On an unreported date in 2011, the patient did not clean the exchange area before starting pd and developed peritonitis. The patient was not hospitalized for the peritonitis. The nurse stated the cause was unknown and could not confirm the patient's statement of cause as a break in aseptic technique. The patient was started on unspecified ip vancomycin. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. The outcome for the patient not cleaning the exchange area before starting pd was not reported. The reporter did not provide an opinion of causality.